Manufacturer narrative:
The device involved was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device was discarded.

Event description:
As reported, while inserting a swan ganz catheter through this introducer sheath, there was a blood backflow and 10-20 milliliters blood leakage trough the hemostasis valve. The introducer was exchanged for another one using new stick; removing everything and starting the procedure from the beginning. There was no allegation of patient injury. The product was not available for evaluation, since it was discarded. Patient demographics were requested, but were not available.

Manufacturer narrative:
The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Fields h4 and d4 related to the manufacturing date and expiration date respectively were updated. Upon further engineering evaluation performed, the component and investigation codes were updated in order to better reflect the nature of the reported finding.